Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected replace battery now alarm, failed battery test alarm or power loss alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received a failed battery alarm. The customer¿s blood glucose level was 141 mg/dl. The customer states the pump was saying change the battery and also shutting off at work as well as a power loss a few times, went through about 5 batteries¿ this week alone the pump is having batteries storage problems, and power loss issues. Advised the pump will need to be replaced. Advised the customer to revert to backup plan. The insulin pump will be returned for analysis.